Event description:
Complainant alleged that the clinicians were monitoring a pt (age and gender unk), but the device shut down while in battery mode. The clinicians obtained another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.